Event description:
Attempted to place PICC (peripherally inserted central catheter), some resistance at shoulder. Sat him up, PICC passed shoulder, but unable to get good wave form on 3cg, removed PICC from arm and removed wire from PICC, discovered that approximately 2cm of floppy wire tip had broken off. Tourniquet applied to upper arm above insertion site and pressure held at insertion site. Rapid response called, team to bedside. Ir staff came to bedside to bring patient down to ir (interventional radiology) suite.